Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider who responded from follow up sent to them. Health care provider reported that cause of ins moving is unknown, possible weight lost. It was reported that patient did not have a revision done and has not been seen since 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the ins had slipped out of the pocket. The patient said that they lost some weight and they thought that was how the ins moved. The patient stated they thought this was shortly after implant. The patient was directed to follow-up with their healthcare professional. No further complications were reported/anticipated.